Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavour resolute drug eluting stent to treat a moderately tortuous and calcified lesion located in the mid circumflex artery, exhibiting 85% stenosis. There were no abnormalities reported in relation to anatomy. The lesion was pre-dilated. It was reported that the stent failed to cross the lesion and a burr was found on the stent . Patient status post-procedure is alive with no injury. Endeavour resolute is not marketed in the us but is similar to resolute integrity.

Manufacturer narrative:
There was plaque calcification in the lesion. The device inspected before use with no issue noted. Resistance was noted while advancing the device to the lesion. Excessive force was not used. The device did not pass through a previously-deployed stent. If information is provided in the future, a supplemental report will be issued.